Manufacturer narrative:
Product complaint # (B)(4). Batch # r57r4g. Photo evaluation summary: three photos were provided. Picture one shows a green reload from the bottom view with the pan missing. The sled can be seen in the distal end. The left side of the reload can be seen fully fired, the right side outer row fully fired and the left two inner rows partially fired. Picture two shows an open jaws with no reload loaded. In the background, one green reload can be seen with the pan missing. The sled can be seen in the distal end. Picture three shows the handle of a device with the battery loaded and the closing trigger open. Based on the pictures reviewed the event described is confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis found that one pse60a device was returned with no apparent damage with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was missing. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Staples malformed. During the lobectomy, when severing the bronchi, found the staples malformed after fired with ecr60g. And the surface of reload was found damaged. Suture was used to sew the wound. There were no adverse consequences to the patient.